Event description:
It was reported that the video system center had no image when using the 170 series scopes. The issue occurred during preparation for use for a diagnostic, endobronchial ultrasound procedure. Troubleshooting was performed without success, resulting in the cancellation of the intended procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was not yet sedated at the time of the image issue. The procedure was not cancelled, but it was prolonged by one hour to troubleshoot the issue. A different scope (model number: bf-uc190f) was obtained, and the procedure was completed with the replacement device. There was no impact to the patient¿s health. The patient is reportedly ¿fine,¿ and was discharged in good condition.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and it was confirmed that error code b30 occurred, and the image was not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was identified that error code b30 occurred, and the image was not displayed due to a faulty receptable unit. However, the root cause could not be determined. This supplemental report includes a correction to b5, d10, and g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to d9 and h3. Also, information has been added to d8 and h4. Olympus will continue to monitor field performance for this device.